Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (with complications)/ pregnancy (ectopic)'), device dislocation ('malposition of essure device location of device: tubes (hanging)/ hanging from tubes/ device is sitting on the edge of my tubes/ device in embro sac') and device breakage ('device breakage') in a 38-year-old female patient who had essure (batch no. 646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation, multigravida, parity 3 (B)(6) 1991, (B)(6) 1998, (B)(6) 2001)) and amenorrhea. Previously administered products included for contraception: pills. Concomitant products included atorvastatin, losartan and ranitidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("pain/abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (pregnancy termination). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, device breakage, mood swings, nausea, dysmenorrhoea, abdominal pain and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, mood swings, nausea and weight increased to be related to essure. The reporter commented: plaintiff had identified ectopic pregnancy with essure on (B)(6) 2011, she had done termination of ectopic pregnancy on (B)(6) 2011. It was reported that essure device was hanging from tubes. She also reported complication in pregnancy as device in embryo sac . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (with complications)/ pregnancy (ectopic)'), device dislocation ('malposition of essure device location of device: tubes (hanging)/ hanging from tubes/ device is sitting on the edge of my tubes/ device in embryo sac') and device breakage ('device breakage') in a (B)(6) female patient who had essure (batch no. 646518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation, multigravida, parity 3 (((B)(6) 1991, (B)(6) 1998, (B)(6) 2001)) and amenorrhea. Previously administered products included for contraception: pills. Concomitant products included atorvastatin, losartan and ranitidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("pain/abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (pregnancy termination). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, device breakage, mood swings, nausea, dysmenorrhoea, abdominal pain and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, mood swings, nausea and weight increased to be related to essure. The reporter commented: plaintiff had identified ectopic pregnancy with essure on (B)(6) 2011, she had done termination of ectopic pregnancy on (B)(6) 2011. It was reported that essure device was hanging from tubes. She also reported complication in pregnancy as device in embryo sac . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet received. Events per pfs: pregnancy (with complications)/ pregnancy (ectopic), malposition of essure device location of device: tubes (hanging)/ hanging from tubes/ device is sitting on the edge of my tubes/ device in embryo sac, device breakage, hormonal changes describe: mood swings, device ineffective, nausea, dysmenorrhea (cramping), pain/abdominal pain and weight gain. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.